Event description:
It was reported that during a lower anterior resection procedure, malformed staples, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).